Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, d4, g1, g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst during prep. Hemostasis was achieved with another mynx device. There was no reported patient injury. The vcd was prepped and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx vcd and has used the device several times prior to this procedure. The device was used in a percutaneous transluminal angioplasty (pta) procedure. The procedure used a retrograde approach. The device was used with a non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The balloon lost pressure during prep. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. A non-sterile ¿mynx control vcd 6f/7f(ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected. It was observed that both buttons 1 and 2 were not depressed. Neither the syringe nor the procedural sheath were returned for analysis. The stopcock was set in the open position. The sealant remained in the manufactured position. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noted. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device according to the IFU. A leaking condition was observed at the balloon. Per microscopic analysis, the balloon was inspected using a vision system to obtain a magnified image, and one pin hole was observed. The product history record (phr) review of lot f2222303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the pin hole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure during prep reported. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during prep. Hemostasis was achieved with another mynx device. There was no reported patient injury. The vcd was prepped and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx vcd and has used the device several times prior to this procedure. The device was used in a percutaneous transluminal angioplasty procedure. The procedure used a retrograde approach. The device was used with a non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The balloon lost pressure during prep. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd or calcium in the vicinity of the puncture site. The device is being returned for evaluation.